Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) evaluated the iabp unit and found that there was leakage in the k8 valve. The fse replaced the manifold drive and the problem was solved.

Event description:
While in use on a patient, the intra-aortic balloon pump (iabp) generated a "low vacuum" alarm. There was no patient injury or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event.

Event description:
While in use on a patient, the intra-aortic balloon pump (iabp) generated a "low vacuum" alarm. There was no patient injury or adverse event reported.